Event description:
The customer reported that the subject device displayed a blurred image. The issue was found during reprocessing. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, service found the image was blurred by hot and cold water. The bending tube had a dent and was severely deformed. The connecting tube had wrinkling. The objective lens was cracked. Scratches were observed on switches 1 and 2, and on the universal cord. The suction cylinder was deformed and worn. The forceps channel port was deformed and worn. All switches were worn/aging. The light guide hose was worn. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range and damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions.